Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. The capsule dropped into the patient's stomach and was retrieved and disposed of. A repeat procedure was necessary. No known adverse events were reported.